Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Half brush came off and went into throat [foreign body], almost choked [choking sensation], half brush underneath the round head part came off, bottom part of brush heads come off or falls off, goes back in but doesn't last for long [device breakage]. Case description: report type: spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that while using an oral-b rechargeable toothbrush, version unknown, the half brush underneath the round head part of the oral-b dual clean brushhead came off and went into her throat. She reported she almost choked. She had been using the toothbrush for about 20 years, and had been getting the dual clean brush heads. She reported that maybe about for the last year or so, the bottom part of the brush heads seem to come off or fall off. She stated it goes back in but it does not last for long. This was about the third time this has happened, but the first time she reported it because she almost choked on it. She reported this particular container came with 3 brush heads. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Half brush came off and went into throat [foreign body]. Almost choked [choking sensation]. Half brush underneath the round head part came off, bottom part of brush heads come off or falls off, goes back in but doesn't last for long [device breakage]. Case description: report type: spontaneous. A female consumer of unspecified age reported via phone on 03-may-2017 that while using an oral-b rechargeable toothbrush, version unknown, the half brush underneath the round head part of the oral-b dual clean brushhead came off and went into her throat. She reported she almost choked. She had been using the toothbrush for about 20 years, and had been getting the dual clean brush heads. She reported that maybe about for the last year or so, the bottom part of the brush heads seem to come off or fall off. She stated it goes back in but it does not last for long. This was about the third time this has happened, but the first time she reported it because she almost choked on it. She reported this particular container came with 3 brush heads. The case outcome was recovered. No further information was provided. 21-jun-2017 consumer follow-up via phone: the consumer reported she threw away the brush head. No further information was provided.